Manufacturer narrative:
Eval: the lead was returned in two segments with broken wires extruding from both segments. The lead had been cut 28cm distal to the stimulation end. The wires were not broken at this location. One of the segments had a kink 8cm from the stimulation end. This is where the fracture of the wires most likely occurred. The lead also had reddish discoloration inside of both lead segments consistent with bodily fluids along with normal compression marks. No functional testing was performed on the returned lead due to the broken wire. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report# 1627487-2010-06307. The pt's ((B)(6)) scs system included two percutaneous leads one of which was placed in the peripheral region. It was reported the patient was experiencing difficulty maintaining stimulation. In addition, it was alleged the pt's peripheral lead was causing discomfort. Surgical intervention was undertaken to address this matter. During intraoperative testing, the leads exhibited invalid impedance measurements. As such, both leads were replaced. The peripheral lead was observed to be damaged upon removal. Effective stimulation was reportedly recaptured for the pt following the procedure.